Manufacturer narrative:
Hardware low level failures alarm (variableinfo=3) confirmed in the pump history and during self test due to broken trace.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 175 mg/dl. The customer was assisted with troubleshooting. The customer stated that they received had hardware low level failures alarm after running a self-test. Customer was able to successfully clear the alarm. The customer stated that the insulin pump did not pass self-test. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.